Event description:
It was reported that while synching the suture of the implants after firing of the implants, implant could not hold in the meniscus and it came out. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The product carton is crushed, soiled, torn and degraded. The complaint stated: "while synching the suture of the implants after firing of the implants, implant could not hold in the meniscus and it came out." T1, t2 and suture were returned. T1 had been freed from the delivery needle. T2 and suture were still within the needle track. Visual inspection indicated that the needle was quite bent toward the right and upward. Successful anchoring is subjective and varies with each procedure. Successful securing requires tissue density conducive to anchor securing, an optimum location and anchor placement fully through the tissue. Functional test confirmed that the device cycled and actuated. No mechanical issue was found for the device returned. No root cause related to the manufacture of the device was confirmed.